Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional heart catheterization. Reportedly, a cuff miss occurred. The vessel was re-wired, the device was removed and hemostasis was achieved using a second perclose proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by bent and flattened anterior cuff tabs. The posterior cuff miss and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported, which could have contributed to the detected posterior cuff miss and subsequent anterior cuff-to-needle tip detachment. There was no definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated or the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment. The needle trajectory of every device is verified twice during manufacturing. Based on the manufacturing inspection criteria and successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot revealed was performed and there does not appear to be any indication of a product quality deficiency.